Event description:
During assisted vaginal laparoscopic hysterectomy and bilateral salpingo-oophorectomy, the harmonic ethicon h36 (model # 892t3t, sn #(B)(4)) grasper broke off the device. Piece was removed from the pt.